Manufacturer narrative:
Concomitant medical product: vedr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspected to have exhibited one undersensed p wave. The lead remains in use. No patient complications have been reported as a result of this event.